Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported missing data on the log book reported in the carelink personal reports. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt to reproduce the reported event by generating the csv report in carelink application , and observed that the upload made did not have data for the missing date. Carelink reports were showing data based on the upload made. This issue is not confirmed. Cause and or contributing factors: after conducting a thorough investigation, by downloading the uploaded data from carelink database we found that the snapshots do not contain data for on (B)(6) 2024. The csv file only shows the basal rate and a pump rewind on the 24th, with no other alerts or data available for these days. The absence of data in the snapshots indicates that there were no uploads during this period, which is why the report is blank. Steps to resolve or recommendation: to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: enable the control code from csr and have the user upload data again to validate pump traces further and determine why the data is not available. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.